Manufacturer narrative:
PMA/510(k) # p050017/s002 and s003. Device evaluation: the ziv5-18-125-8-80 device of lot number c1985040 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 15th august 2023. Refer to the returned product-notes field for lab attendance and lab evaluation notes. On evaluation of the device the following was noted: visual inspection: red safety tab not returned. Slight curvature observed at end of delivery system. Outer sheath separated below the white connector cap. Functional inspection: device flushed with no issue. 0.18 inch wire guide passes through with no issue. Unable to deploy the stent due to outer sheath separation. Document review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/or label: there is evidence to suggest that the customer did not follow the instructions for use. It should be noted that the instructions for use (ifu0043) states the following: ¿the zilver vascular stent is intended for use as an adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries.¿ image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of off label use was determined from the investigation. From the information available, it is known that the physician attempted to deploy this stent in the venous sinus for which they are not intended. Using a device outside its validated intended area of use, means we cannot predict how the device will perform. Using this device off label during a venous sinus stenting procedure can cause the outer sheath to separate. Also, from the additional information received, it is known that the patients anatomy was tortuous and resistance was encountered while advancing both the wire guide and the delivery system to the target location. This tortuous anatomy and resistance would have meant extra force was applied to the delivery system and also could have contributed to the outer sheath separation. As per (B)(4), rev006, off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Summary: according to the initial reporter, the sheath covering the stent became dislodged from the handle during deployment. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. An additional unknown device was used to successfully complete the procedure. Investigation findings conclude that a definitive root cause of off label use was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. From the information given, it is known that the physician attempted to deploy this stent in the venous sinus for which they are not intended. As previously stated, the IFU states that ¿the zilver vascular stent is intended for use as an adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries". Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 19-feb-2024.

Event description:
As reported to customer relations via complaint email "stent malfunction." 1. Did any unintended section of the device remain inside the patient¿s body? If yes, please describe. No. 2. Was the patient hospitalized or was there prolonged hospitalization due to this occurrence? No. 3. Did the patient require any additional procedures due to this occurrence? If yes, please describe. No. 4. Did the product cause or contribute to the need for additional procedures? No. If yes, please specify additional procedures and provide details. 5. Has the complainant reported any adverse effects on the patient due to this occurrence? No. 6. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details.

Manufacturer narrative:
PMA/510(k) # p050017 s002 and s003. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.